Event description:
A consumer reported that following an intraocular lens (iol) implant procedure,her vision was very dark as if there was a huge shadow in her vision. It was very red and painful. After 4 days the dark area resolved, but her vision was very distorted and has not changed since. Retina specialist said she had a bubble in her retina and needed injections. Patient had 3 months of eye injections that did not improve patient vision. Since her surgery, patient iritis has been flaring up and her pressures have ranged from 27-35 which is being treated with drops and oral medication. Patient believes her bag was damaged and therefor lens is in sulcus. The new surgeon plans to place a new lens either in the sulcus or in the anterior chamber depending on how surgery goes. Additional information was requested and received stating the lens was explanted in secondary procedure and additionally vitrectomy procedure was performed. Her symptoms were still ongoing at the time of report as the vision was still wavy and ongoing glaucoma.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The reporter was the patient. Consumer states that they had surgery in (B)(6) 2023 and they believe there was a surgical complication that the surgeon is not admitting. Consumer was treated for retinal issues after the surgery. Consumer also stated they have a history of iritis and a family history of glaucoma. Since the surgery, the iritis has been flaring up and pressures have ranged from 27-35 which is being treated with drops and oral medication. Consumer thinks lens was implanted in the sulcus instead of the bag per the second opinion they received. The lens was explanted and replaced with a non-company iol. Patient currently being rerated for a retina issue that is ongoing as well as the glaucoma. File will be reopened if new information is received. The manufacturer internal reference number is:(B)(4).